Manufacturer narrative:
Additional information was received from reporter stating that this event is duplicate. The adverse event was submitted under report 1219602-2019-01188. Additional information received by the customer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that after surgery ((B)(6) 2018), patient had some sort of foreign body reaction to the screws. Patient was treated on ((B)(6) 2019) with a revision surgery to remove the anchors. Patient outcome is unknown.